Event description:
Filter was implanted without incident on (B)(6) 2015. Images were taken and the filter was located properly and appeared stable. Patient was discharged on (B)(6) 2015. On (B)(6) 2015 patient returned and presented with chest pain. The patient was sent to (B)(6). The filter was surgically removed.